Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she experienced high blood glucose. Customer stated that she started at 299 mg/dl, then it dropped to 240 mg/dl and then went up to 402 and 449 mg/dl. Three days after she also had high blood glucose of 407 mg/dl. Customer stated that her readings have been fluctuating but is still high. Last blood glucose was 254 mg/dl; treated with bolus. Customer stated that the time and date are incorrect and basal rates are correct. The insulin pump alarmed no delivery and motor error and had long scratches on the screen that make it hard to read. Customer was able to complete the rewind had to do it several times. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.